Event description:
It was reported by provider that the right motor is locking up on the (B)(4) power chair. According to the provider this is the original motor. He states there were no injuries noted. No additional information available per the provider.